Event description:
Event [preferred term] (related symptoms if any separated by commas) blood glucose level rose to 518 mg/dl [blood glucose increased], drowsiness [somnolence], when pressing the button on the novopen 6, medication was not fully delivered [device delivery system issue]. Case description: study ID: (B)(6). Study description: trial title: patient education on using of devices for both insulin and growth hormone. (Durable and disposable devices) patient's height: 161 cm. Patient's weight: 78 kg. Patient's bmi: 30.09143170. This serious solicited report from turkey was reported by a consumer as "blood glucose level rose to 518 mg/dl(blood glucose increased)" with an unspecified onset date , "drowsiness(drowsiness)" with an unspecified onset date , "when pressing the button on the novopen 6, medication was not fully delivered(inaccurate delivery by device)" with an unspecified onset date and concerned a 41 years old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "type 1 dm", , ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml)(dose: 45 iu, qd (20 units in the morning and 25 units in the evening)) from unknown start date for "type 1 dm", , novorapid flexpen (insulin aspart 100 u/ml) from unknown start date for "type 1 dm", dosage regimens: novopen 6: ryzodeg penfill 100 u/ml: novorapid flexpen: current condition: type 1 dm, hypertension, cholesterol issues, thyroid disease. Concomitant medications included - matofin (metformin hydrochloride), tarden (atorvastatin calcium), tegretol cr(carbamazepine), jardiance(empagliflozin), levatorin, 125 mg qd was non codable on an unknown date, patient stated that when pressing the button on the novopen 6, they could not tell whether the medication was administered. The patient reported that the medication was not fully delivered. Their blood glucose level (blood glucose) rose to 518 mg/dl, and they experienced drowsiness. The most recent blood glucose measurements were pre-prandial (blood glucose) 57 mg/dl, postprandial (blood glucose) 210 mg/dl (today) the patient does not associate the issue with the ryzodeg penfill medication, expresses high satisfaction with the medication, and attributes the blood sugar spike solely to the pen malfunction. Batch numbers: novopen 6: nvgan71 ryzodeg penfill 100 u/ml: rs6nb29. Novorapid flexpen: requested. Action taken to ryzodeg penfill 100 u/ml was not reported. Action taken to novorapid flexpen was not reported. The outcome for the event "blood glucose level rose to 518 mg/dl(blood glucose increased)" was unknown. The outcome for the event "drowsiness(drowsiness)" was unknown. The outcome for the event "when pressing the button on the novopen 6, medication was not fully delivered(inaccurate delivery by device)" was not reported. Reporter's causality (novopen 6) - blood glucose level rose to 518 mg/dl(blood glucose increased) : possible , drowsiness(drowsiness) : possible. When pressing the button on the novopen 6, medication was not fully delivered(inaccurate delivery by device) : possible . Company's causality (novopen 6) - blood glucose level rose to 518 mg/dl(blood glucose increased) : possible , drowsiness(drowsiness) : possible, when pressing the button on the novopen 6, medication was not fully delivered(inaccurate delivery by device) : possible . Reporter's causality (ryzodeg penfill 100 u/ml) - blood glucose level rose to 518 mg/dl(blood glucose increased) : unlikely, drowsiness(drowsiness) : unlikely , when pressing the button on the novopen 6, medication was not fully ,delivered(inaccurate delivery by device) : unlikely. Company's causality (ryzodeg penfill 100 u/ml) - blood glucose level rose to 518 mg/dl(blood glucose increased) : possible drowsiness(drowsiness) : possible when pressing the button on the novopen 6, medication was not fully delivered(inaccurate delivery by device) : possible . Reporter's causality (novorapid flexpen) - blood glucose level rose to 518 mg/dl(blood glucose increased) : unlikely drowsiness(drowsiness) : unlikely when pressing the button on the novopen 6, medication was not fully delivered(inaccurate delivery by device) : unlikely . Company's causality (novorapid flexpen) - blood glucose level rose to 518 mg/dl(blood glucose increased) : possible drowsiness(drowsiness) : possible when pressing the button on the novopen 6, medication was not fully delivered(inaccurate delivery by device) : possible. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Company comment: blood glucose increased is assessed as listed event; drowsiness is assessed as unlisted event according to the novo nordisk current ccds in ryzodeg penfill and novorapid penfill. Relevant information on definitive diagnosis, treatment given and investigation of the suspected faulty device are unavailable for complete causality assessment. Considering the chronology of events reported, drowsiness could be a complication of blood glucose increased. With the available limited information, blood glucose increased, and drowsiness are assessed as possible related. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg penfill and novorapid penfill.

Event description:
Case description: investigation results: name: novopen 6, batch number: nvgan71. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following: investigation results were updated. Is non-reportable, malfunction filed was updated. Ticked final report, removed expected date of follow up report and added further investigation. Added b,c,d,g codes. Narrative updated accordingly. Company comment: blood glucose increased is assessed as listed event; drowsiness is assessed as unlisted event according to the novo nordisk current ccds in ryzodeg penfill and novorapid penfill. Relevant information on definitive diagnosis, treatment given and investigation of the suspected faulty device are unavailable for complete causality assessment. Considering the chronology of events reported, drowsiness could be a complication of blood glucose increased. With the available limited information, blood glucose increased, and drowsiness are assessed as possible related. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg penfill and novorapid penfill. Final manufacturer comment: 20-oct-2025: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. Patient's underlying medical condition of type 1 diabetes mellitus is a significant risk factor for the development of hyperglycaemia and its complications. H3 continued: evaluation summary novopen 6 blue, batch number: nvgan71. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.